Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-03222.

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-03222. It was reported the patient experienced discomfort (described as shocking sensation) in the shoulders. Surgical intervention was undertaken on (B)(6) 2018 wherein the leads were explanted and replaced to resolve the issue. Effective stimulation was restored postoperatively.